Event description:
It was reported that the motor device had a detached cord. The event was not reported to have occurred during surgery. It was not reported if there were any delays to a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the hose was detached and the connect was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.